Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; outcomes of chimney technique for preservation of the left subclavian artery in type b aortic dissection ding, huanyu et al. European journal of vascular and endovascular surgery, volume 57, issue 3, 374 - 381 https://doi.org/10.1016/j.ejvs.2018.09.005. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients for tevar combined with a lsa chimney in patients with type b aortic dissections (tbad) on unknown dates. On an unknown follow up dates the following adverse events were identified type ia endoleak. Per the physician the cause of the events are undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that 4 months after surgery a type ib endoleak was noted, which was associated with an unknown valiant stent graft system. If information is provided in the future, a supplemental report will be issued.